Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all the reports associated with this event. 0001822565 - 2018 - 05454, 0001822565 - 2018 - 05458, 0001822565 - 2018 - 05455, 0001822565 - 2018 - 05460, 0001822565 - 2018 - 05461, 0001822565 - 2018 - 05462, 0001822565 - 2018 - 05463, 0001822565 - 2018 - 05465, 0001822565 - 2018 - 05466, 0001822565 - 2018 - 05468, 0001822565 - 2018 - 05472, 0001822565 - 2018 - 05473, 0001822565 - 2018 - 05474, 0001822565 - 2018 - 05475, 0001822565 - 2018 - 05477, 0001822565 - 2018 - 05478, 0001822565 - 2018 - 05480, 0001822565 - 2018 - 05482.

Event description:
It was reported that the shims used in the persona tasp system were missing spring ball bearings, this has had no impact on the patient or user, it was noticed upon instrument inspection prior to having any adverse effect.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part exhibits signs of repeated use and has both of components one and two disassembled/missing. The missing components were not returned. DHR was reviewed and no discrepancies were found. Corrective action was initiated for ball bearing falling out of the tasp shim construct at high rate during cleaning. During the investigation, it was discovered that ultrasonic cleaning was not addressed as a potential user need. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.